Event description:
It was reported that the devices were used during an unknown number of procedures. It was reported that the devices could not be utilized. Instead of fixing the skin grafts, the staples were pulling the grafts from recipient sites.